Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) product type programmer, patient product ID 97745 lot# serial# (B)(6) product type programmer, patient product ID 97745bp lot# nlh064774n product type accessory product ID 97745ac lot# serial# unknown implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97745 controller (ptm) (serial number (B)(6)) revealed a cracked/worn/broken front case. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported the controller was acting crazy last night, controller was charged up to 100% and then died and they removed the battery pack (bp) and put the bp back inside the controller several times. Patient stated the controller is empty and would not charge when plugged into the outlet for 3 hours last night. Pt mentioned they tried different outlets yesterday with no success in charging the controller battery. Patient services specialist (pss) assisted patient with resetting the controller. Pss helped the pt inspect the controller port, the controller battery pins, ac power supply cord/plug, and the li battery pack contacts, but no visible damage was detected. The screen said battery empty, recharge the controller after a reset of the controller and when it was plugged into the outlet with the battery pack. Pt did not see a green flashing light on the controller when plugged into the outlet. Pt said the ins was 60% and the controller was 0% not charging, while plugged into the outlet. Pt was unable to clearly read the serial numbers from the devices and needed a magnifying glass. Pt noted they were a paraplegic and was unable to get double aa batteries to put into the controller. Pt mentioned they used therapy and charge 7 days a week. Pss had a very difficult time hearing and understanding the pt clearly. The issue was not resolved. Additional information was received from the patient. Pt called inquiring tracking information, ps reviewed. Patient called stated he received the controller and battery pack but needs assistance with pairing the controller. Ps assisted patient with pairing and controller and controller shows recharging with green flashing light at the top and ins 30% charged. Pt says they got the replacement and after agent helped them set everything up, they said everything was working fine but then they started seeing a software problem screen. They reset controller and "I started seeing a bunch of funky colors so I reset it again". They then clarified that they are able to connect and it says stimulation is on, on group a. They were able to raise stimulation during the call. Pss wasn't sure what the issue was, as pt is very difficult to understand. They claim that after nonuse of controller, the screen goes blank (normal operation) and the only way to get the screen to come back on is by resetting controller. I suggested they press the white button on top of controller to wake the controller up, the next time it goes to sleep. Pt says they will try this, and will call back if the issue persists. Pt called back again and said that they were having issues with their replacement controller. Pt said their controller wasn't charging. Pt said they would reset the controller a couple of times and the controller still wouldn't charge. Pt also mentioned seeing "software problem" messages appearing on the controller. Pt also said that the replacement controller was displaying different languages and something wasn't right. Pt said the controller was unresponsive on the call. Pss had pt hit the up and down arrows on the controller and the controller didn't power on. Pt rep came on the call and assisted with troubleshooting. Pt repsaid the controller screen would have weird colors and lines across the screen. Pss had pt reset the controller. After reset, pt rep plugged the controller into the ac power supply without battery pack inserted and the controller didn't power on. Pt rep unplugged the power supply from the controller and plugged the power supply back into the controller and the controller still didn't power on. Pt rep said that the ac power supply was lit up green. When pss asked if they were using the replacement ac power supply that was sent, pt rep said they never received an ac power supply replacement. Pss sent email to repair to replace controller and ac power supply.